Manufacturer narrative:
This report is being filed to update the patient codes, describe event problem field, and occupation.

Event description:
It was reported that during a commanded automatic thresholds test on the right ventricular channel loss of capture was seen after a backup pace was delivered. Technical services (ts) noted that if there is capture on the backup pace there won't be anything seen on the right ventricular channel as the blanking is longer. The patient was symptomatic with pain and shortness of breath. It was recommended to connect the electrocardiogram to understand the situation fully. To date no additional information was received. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a commanded automatic thresholds test on the right ventricular channel loss of capture was seen after a backup pace was delivered. Technical services (ts) noted that if there is capture on the backup pace there won't be anything seen on the right ventricular channel as the blanking is longer. The patient was symptomatic.